Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with an optrell mapping catheter with trueref technology and prior to being inserted into the body, the catheter coating was coming off and wires and hardware were exposed. The catheter was replaced and the procedure continued. The reporter stated that the faulty catheter was brand new. A replacement catheter was requested. The reporter stated that the ngen generator was used for ablation. There was no adverse patient consequence reported. Additional information indicated that the issue was found near the paddle component of the optrell. The catheter was not inserted through a sheath. The damage was noted when the catheter was removed from package.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection of the returned device was performed following j&j procedures. Visual inspection was performed, and the paddle's splines were observed broken with internal components exposed. The damage observed is related to the manipulation of the device during the procedure as customer reported. The component exposed issue reported by the customer was confirmed. The potential cause of the issue cannot be established. The instructions for use contain (IFU) the following warning and precaution: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).